Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were not reported. On an unreported date, the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized. No further detail was provided regarding treatment or whether dianeal therapy was ongoing. No additional information is available.